Event description:
Device issue: none. Adverse event: occluded stent. Onset of adverse event: one day after the procedure. It was reported that one day post procedure in the right superficial femoral artery, the xpert stents were found to be occluded. Reportedly, the lesion was an extremely difficult lesion. Prolonged manual compression to the right groin may have contributed to the post stent occlusion. Post-procedure symptoms were not worse than prior to the procedure, and no further treatment is planned. Although requested, there was no additional information provided.

Manufacturer narrative:
(B) (4). (B) (4). The stent remains in the patient. A definitive root cause cannot be determined, no product malfunction, failure or deterioration of characteristic or performance of the device or inadequacy in the labeling and/or instructions for use was identified. Review of the device history record for this lot did not produce any findings relevant to this report. The 4/80 mm xpert (part 83010-02, lot 543855), indicated is being filed under a separated MFR#.